Event description:
It was reported that a user with a newly received ilet experienced difficulty waking the device due to the sleep/wake button not responding as expected, which was resolved when instructed to lightly tap the button rather than hold it. Investigation included customer interview and troubleshooting. Further investigation of this case revealed the device could be awakened successfully by following proper button actuation technique and no functional malfunction was identified. Symptoms included no adverse clinical effects. Outcomes included no impact on health or need for medical care. It was concluded that, based on previously established findings for similar reports, the event was attributable to user technique, and the device performed as intended.